Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a posterior cuff miss. Additionally observed damages to the trigger boss found during returned goods analysis, likely indicate that the device was deployed out of proper sequence. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was a venotomy closure using a prostyle device after an atrial fibrillation ablation interventional procedure using an 11f sheath. It should be noted that the prostyle instructions for use (IFU), for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of pre-close technique and the use of only one device to achieve hemostasis would not contribute to a needle to cuff miss. The cause of the reported difficulty is user error. In this case, the plunger was depressed (step 2) prior to deploying the foot (step 1). Depression of the plunger prior to deploying the foot would directly contribute to damage to the internal components of the device and the mal- deployment of the posterior needle causing the suture retrieval issue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use (pre-close technique not used with sheath size greater than 8f). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of multiple access sites using prostyle devices after an atrial fibrillation ablation interventional procedure using an 8f sheath in one access site and an 11f sheath in the other. Reportedly, the first prostyle that was going to be used in the 8f access site was unable to be flushed with saline prior to use. Another prostyle device was used to achieve hemostasis. Reportedly, a cuff miss [suture retrieval issue] occurred with the prostyle device that was used in the 11f access site. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.